Event description:
The customer reported that during a cardiac arrest, the device failed to charge via pads in the manual mode. There was no negative patient impact.

Manufacturer narrative:
(B)(4). This customer reported that during a cardiac arrest, the device failed to charge via pads in the manual mode. There was no negative patient impact. The customer evaluated the device and identified an incomplete electrical connection between the therapy cable and therapy port. Replacement of the port and cable resolved the symptom. We are unable to determine which part failed as more than one part was replaced.